Manufacturer narrative:
(B)(4). Medical products: item#: pt-113950, pt hybrid glen post regenerex; lot#: 024980. Item#: 113629, comp primary stem 9mm mini; lot#: 692140. Item#: 113044, versa-dial 46x21x50 hum head; lot#: 525090. Item#: 118001, versa-dial/comp ti std taper; lot#: 264310. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent initial procedure approximately three (3) years and seven (7) months ago. Patient underwent a revision procedure due to an implant fracture.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the base has been fractured at the posts and the area where the base insert sits. The fracture has caused the base insert to be disassembled from the base. Inspection of the base also found black residue/material on certain spots of the part. Inspection of the base insert found it to be damaged. One of the clover wings is deformed and bent. Based on the images, no bone cement was placed on the glenoid base. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. The root cause of the reported issue is attributed to use error. Per the comprehensive total shoulder system surgical technique page 26, "place a thin layer of cement on the medial side of the glenoid component (figure 44a¿regenerex porous titanium central peg; figure 44 ¿polyethylene central peg). Insert the glenoid and carefully remove any excess cement " based on the images, no bone cement was placed on the glenoid base. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.